Manufacturer narrative:
Review of the data showed that the sample alleged generated CT values indicating that the sample is at the limit of detection (lod) of the test. The observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A product problem was not identified as the test is performing as expected. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states reported discrepant results were generated while using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system on liat. Sample generated positive results for sars-cov-2, flu a, and flu b (lot 00831z, exp. 31jul21) on liat (B)(4). When retested with same sample on liat (B)(4), the sample generated negative results for sars-cov-2, flu a, and b. Negative results were reported to the physician and patient. The sample was collected using a nasopharyngeal swab using utm with flocked swab and remel m4rt. The sample was stored 2-8oc. No harm was alleged. Though requested, no additional information was available.